Event description:
The customer reports a falsely elevated architect ca 19-9xr assay result for one patient: architect ca 19-9xr = 27.79 u/ml; immulite ca 19-9 = 4.66 u/ml; axsym ca 19-9 = 6.97 u/ml. Controls were within specifications on all runs. There is no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02k91-20 that has a similar product distributed in the us, list number 02k91-27. (B)(4).

Manufacturer narrative:
Accuracy testing was performed in-house with retained reagents of lot 27228m500 (list 02k91-20). An architect ca 19-9xr panel, consisting of four different levels of analyte concentration, was tested. Two replicates of each panel level were tested across three separate architect isystems. All results met specifications. This demonstrates that the assay can accurately detect known concentrations of the ca 19-9 antigen. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect ca 19-9xr assay package insert contains information to address the current customer issue. The current evaluation indicates that the architect ca 19-9xr reagent lot is performing as intended and no new issues were found. The issue was for a discreet patient sample. A product malfunction was not identified.